Event description:
It was reported that an unspecified problem occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported an unknown problem. The device was returned for further investigation. The event history log identified a system error 2288, 1031, 2240, 2367, check lines and bags, check supply line, low drain volume and check patient line. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional tests were performed on the device with no issues noted. A short simulated therapy was successfully performed. The reported problem was identified as system error 2288. The direct cause of the problem was the digital pcb. The digital pcb was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.